Event description:
It was reported that after an initial bunion surgery, all hardware was removed during a revision surgery on (B)(6) 2026 due to nonunion. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed during a revision surgery on (B)(6) 2026 due to nonunion. The site was revised with non-tmc hardware. Additional information indicates the patient had poor bone quality. The surgeon stated the nonunion was likely a result of the patient's poor bone quality. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Based on the information provided, the most likely cause is the patient's poor bone quality. No deficiencies or malfunctions have been alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.